Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Also, an inappropriate episode of ams events due to far-r oversensing on the atrial channel were also noted. Programming changes were discussed and patient was stable.